Event description:
It was reported that there were high impedances of greater than 10,000 on the lead. It was noted that electrodes 0, 4, and 7 were all greater than 10,000. It was noted the patient complained of receiving intermittent jolting sensations in her lower back and legs while using stimulation. Upon interrogation of the device, high impedances were noted on electrodes 0, 4, and 7. The patient was reprogrammed and they were able to capture effective stimulation in all pain areas. It was noted that they avoided using electrodes 0, 4 and 7. The reporter noted that the patient felt ¿normal¿ stimulation after reprogramming and denied any shocking or jolting after reprogramming. Other diagnostic testings or troubleshooting included impedance testing and x-rays. It was noted that the health care professional took x-rays of the entire system to see if he could note any obvious fractures in lead or hard bends/kinks but none were noted. It was noted that the product issue was resolved but the cause of the issue was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n323039, implanted: (B)(6) 2013, product type: accessory. Product ID: 97791, lot# n380828, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).